Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had the original surgery in the (B)(6) in (B)(6) 2012. This was revised in the (B)(6) for pain, with a liberty (mpo) dual articular shell, liner and head. There were no problems in surgery, other than difficulty removing the bi-polar head as the gladiator instruments were not available. The surgeon was adamant that he did not want to revise the neck/stem if at all possible.